Event description:
It was reported that this morning the patient felt no stimulation. The patient used their patient programmer and it was on 1.2v and they went to program 4 and to 1.9v. At 1.9v the patient felt like a zap. The therapy worked and helped with the patient¿s symptoms. It was mentioned that the patient was going to use an electric razor for face hair removal and was not going to use it on their legs because they had cellulitis and their legs were very tender. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient would have an appointment on (B)(6)2014 and that was the ¿due date.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0n11v, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).